Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 concomitant therapy date is (B)(6) 2024 . E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024, the patient underwent an orif surgery for a maisonneuve fracture. The surgeon scheduled to fix the medial malleolus fracture with tbw (tension band wiring) method, the posterior malleolar fracture with a ccs screw, and to use the fibulink for tibiofibular. When the first 1.4 k-wire was inserted, the tip of the step-drill bit interfered with the k-wire, which had been used for tbw. Therefore, the surgeon removed the 1.4 k-wire once and re-drilled in another direction. The surgeon inserted the tibia screw and applied tension with the tensioning knob, and then, the tibia screw backed out. The fibulink was removed, and another fiblink was used in other location. The surgery was completed successfully within 30 minutes delay. Patient is stable. This report is for one 1.6mm kirschner wire w/trocar point 285mm. This is report 2 of 2 for (B)(4).